Manufacturer narrative:
(B)(4). This report is filed on (B)(6) 2016. Implanted device remains.

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2016 resulting in fixture loss as a result of an infection at abutment site. Re-implantation is planned but has not occurred as of the date of this report (B)(6) 2016.